Event description:
It was reported that the patient's blood glucose reached 396 mg/dl and insulin was leaking during the fill process.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned and evaluated. The exposed portion of the soft cannula was found to be bent. The bend did not prevent fluid from exiting the distal tip of the soft cannula. The tip of the exposed soft cannula was observed to be damaged above the cross drills. The exposed portion of the soft cannula was found to have a tear and cause a leakage. It could not be determined when the tear occurred. No leaks were observed near the fill port.